Event description:
It was reported that (1) device was used during a roux-en-y procedure. Received notification of lawsuit from a counsel. The complaint alleges pt underwent a roux-en-y procedure and the "ta90 auto suture staple gun" was utilized. Post-operatively, the pt developed a leak at the jejunojejunostomy. It is alleged the stapler misfired or malfunctioned. A reoperation to repair the leak was performed due to peritonitis.